Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site. During troubleshooting, it became evident that the ventilation had not stopped but generated several ventilation alarms and failed the internal leakage test during the pre-use check. To address the reported issue, the inspiratory pressure transducer printed circuit board (pcb) was identified as the cause of the failure and was therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirms the reported internal leakage test failure and that the ventilator generated several ventilation alarms during ventilation, but also that the device had failed the pressure transducer test during the pre-use check. There is no indication that the ventilation actually stopped. Communication with our field service engineer revealed that the ventilator did not stop ventilation but would auto-cycle breaths and alarm due to moisture and water buildup in the patient circuit and the expiratory cassette caused by extended use of nebulizer therapy. The inspiratory pressure transducer pcb was returned for further investigation. A visual inspection of the pressure transducer pcb revealed corrosion on several components on the pcb. The pcb was not further investigated, as the ingress of corrosive substances and contamination can cause short circuits, potentially leading to ventilator malfunction. Our conclusion is that the device failed to meet its specifications during the reported event. Further analysis of returned pressure transducer pcb revealed that the pcb was the most probable cause of the failure due to corrosion on several components on the pcb.

Event description:
It was reported that the ventilator stopped. There was no patient harm. Manufacturer's ref. #: (B)(4).